Event description:
Device malfunction: clip not properly deployed. Time of malfunction: during vessel closure. Symptoms/ae: none: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of the left common femoral artery after an interventional peripheral procedure. Reportedly, resistance was felt during the completion of step 3 (the thumb advancer stroke) and when the clip was fired, it was noticed that the clip had deployed partially in the artery and partially in the subcutaneous tissue. Hemostats were used to remove the clip and a femostop was applied to achieve hemostasis. The physician believed that the tissue tract was not initially large enough causing the resistance and the clip mislocation. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.